Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The device had a cracked top case (front left corner), cracked right plunger case and broken ear clip. The history and pharmguard data cleared by customer. The technician performed run motor drive and occlusion test. The technician duplicated the reported issue. The root cause of the reported issue was found to be a broken tab on position pot. The technician replaced position pot.

Event description:
It was reported that the plunger lever error/ motor rate error occurred. No patient injury was reported.